Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported than an explant of an intraocular lens, model zmb00, was performed because the patient experienced a hyperopic refractive surprise. Another zmb00 was implanted. No further information was provided.

Manufacturer narrative:
Corrected data: in a follow up email, it was clarified that the event was actually a secondary procedure in which a second (non-amo) lens was placed piggy back; on top of the originally implanted lens to correct the refractive surprise. The initial MDR indicated that the original lens had been explanted. If explanted; give date: na (not applicable) to date, the lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.